Event description:
It was reported by service report that the cot would not raise to full height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unit was evaluated by the customer. MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.